Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the nurse require medical treatment? If yes, what was done. Did the device cut the nurse or was it the cartridge? When was the staple retaining cap removed (before the firing or after loading)? Was the device fired? If yes, was it difficult to fire? Did they confirm that the firing knob was returned to the home position prior to opening the device to reload it? What is the staff¿s experience with loading? Was the cartridge loaded nose side (distal side) first as is instructed per the IFU?

Event description:
It was reported that during a colectomy, the cartridge was difficult to load into the jaw at the 1st firing. It was put on the mayo table, and later the cartridge was attempted to be loaded again but it could not and the nurse got her finger cut by the knife and bleeding occurred. The nurse wore 2 gloves. The lot# of the device is either 489a17 or 463a03. The lot# of the cartridge is either 468a28 or 524a33. Another device and cartridge were used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2022. D4: batch # 442a73. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damaged and with a reload present. In addition, an unformed staple inside of a plastic bag with the tips of the leg bent. The reload was received with a driver up, on the proximal end and with the swing, tab unlocked position. Further analysis showed dents and scratches on the pan cartridge making the reload non-functional. In addition, the returned reload was loaded and removed of the device without any difficulties. The device was tested for functionality with a test reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in the unlocked position and the damage observed on the pan area is consistent with an improper loading technique. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/15/2022. Additional information was requested, and the following was received: how was the bleeding controlled? Astriction. How much blood was lost (ml)? No further information is available. How was the bleeding addressed? Astriction and bleeding stopped. Did the nurse require medical treatment? No. If yes, please provide more details. Was there a change in the procedure? No. Could you please clarify if there were any patient consequences? No further information is available. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No further information is available. Did the nurse require medical treatment? No. Did the device cut the nurse or was it the cartridge? The knife of cartridge. When was the staple retaining cap removed (before the firing or after loading)? No further information will be available. Was the device fired? No. The device was not used. Did they confirm that the firing knob was returned to the home position prior to opening the device to reload it? No further information will be available. What is the staff¿s experience with loading? No further information will be available. Was the cartridge loaded nose side (distal side) first as is instructed per the IFU? No further information will be available. H11: corrected data = MDR decision: malfunction. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a serious injury as no medical treatment was required. The file will be considered a reportable malfunction.